Event description:
The customer reported that the spo2 measurement went under forty on their device and did not alarm.

Manufacturer narrative:
The customer reported that the spo2 measurement went under forty on their device and did not alarm. There was no report of any adverse patient impact. The philips field service engineer (fse) who spoke to the customer, stated that the customer was not ruling out user error, and did not feel it was necessary for him to come out on-site. The fse assisted the customer by answering some questions on alarm limits and latching alarms. The customer stated they would monitor the device and would call back should there be further problems. There have been no subsequent calls. The investigator attempted to obtain log files but was unsuccessful. Without the log files, we are unable to confirm if the saturation values warranted any alarming, if the device malfunctioned or user error was a factor in this complaint. Philips is considering that there was no malfunction or design problem. No final communication was requested and none is warranted. No further investigation or action is warranted. (B) (4).